Manufacturer narrative:
No patient information provided as no patient was involved in this concern.no parts have been received by manufacturer for analysis.

Event description:
A site representative reported a site navigation system articulating arm that would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the returned part is very worn with many nicks and scratches. All color has been worn from the vertek arm. This is a down revision part. Otherwise, the arm functions normally, locking and releasing without issue. No problem found. Testing was unable to duplicate the reported issue.